Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what do you mean by "suture material was snapped twice & thread material was not up to the usual quality."? Please explain what do you mean by "the suture strand was snapped and breaking separately."? How many total sutures involved? Confirm the total qty of suture devices involved with quality issue for this event report? Did the suture break while suturing on patient? It is stated in event report-thread material was not up to the usual quality, was there any quality issue/damage noticed on suture prior to use on patient? If yes, please explain what quality issue seen on thread material? Total qty of suture devices involved with each separate issue? Were the reported involved sutures from same product code/lot?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture material was snapped twice. The suture strand was snapped and breaking separately. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Pc-000201338 date sent to the FDA: 08/13/2018 additional summary: retained samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.